Manufacturer narrative:
Section d references the main component of the device system; other relevant components include: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2005 explanted: (B)(6) 2017 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-aug-11. It was reported that the patient got a new pump and catheter the day of the report ((B)(6) 2017). It was noted that the catheter was unable to be aspirated and was removed and replaced. It was indicated that the manufacturer's representative told the nurse to send the pump and catheter to pathology and that the manufacturer's representative would then try to obtain the pump and catheter to send back to the manufacturer. It was noted that this was very difficult since they would get legal involved in order for the manufacturer's representative to pick up and send for analysis. It was noted that it was suspicious that the catheter was not working since when the pump was turned to a minimum rate the patient only had a headache and a little of itching per the hcp. Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient¿s alarm went off (B)(6) 2017. The consumer called the healthcare professional¿s (hcp) office but no one called them back. They then took the patient to the emergency room (ER) but they would not help them and they wouldn¿t call the hcp. They sent the patient home with oral baclofen/ it was noted that the consumer couldn¿t get the prescription filled because the hcp wasn¿t authorized to write the prescription from the hospital for medicaid. It was stated that the consumer physically took the patient to the hcp¿s office on (B)(6) 2017 to tell them the patient¿s pump was alarming. The patient¿s pump was replaced (B)(6) 2017. No symptoms were reported. Physician listings were requested. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving lioresal 2000 mcg/ml; 1430 mcg/day via an implantable pump. Indication for use was intractable spasticity, cerebral palsy, dystonia and movement disorders. The date of the event was (B)(6) 2017. It was reported the patient experienced a sudden change in therapy/symptoms. The patient was seen in the clinic on (B)(6) 2017 due to chills and a headache. A motor stall was seen at initial interrogation. The pump logs show intermittent motor stalls and motor stall recoveries. Motor stall occurred (B)(6) 2017 00:37; motor stall recovery occurred (B)(6) 2017 04:48, motor stall occurred (B)(6) 2017 15:58; motor stall recovery occurred (B)(6) 2017 17:25 motor stall occurred (B)(6) 2017 09:35; motor stall recovery occurred (B)(6) 2017 12:50 it was unknown if the patient recently had magnetic resonance imaging (MRI). The reporter was uncertain if there had been any electromagnetic interference (emi) or magnetic interaction. It was then confirmed there were no emi/magnetic sources present. The plan was to follow up with the hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-oct-12 reported that the patient's baclofen pump was not working and the patient was admitted to the hospital for monitoring. Oral baclofen was administered and a procedure to replace the pump was scheduled. It was noted that the device was returned to manufacturer on (B)(4)2017. The pump was explanted on (B)(4)2017, which conflicts with the previously reported information that the pump was explanted on (B)(6)2017. No further complications were reported or anticipated.